Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Evaluation found that the motor was seizing, which is a known contributor to system error 105. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105 during therapy. It was also reported that there was no patient injury.